Event description:
A patient on the psychiatric in-patient unit approached staff with a bolt of approximately six inches in length that he claimed to have taken off the new stryker beds on the unit. An inspection of all the beds found a total of 5 parts, bolts with washers, on a total of 4 beds. According to the company these bolts are used for transport only and are supposed to be removed at the time of delivery. It is our understanding that there are supposed to be 4 bolts removed from each bed, so it is unclear if some beds were only partially cleared at delivery or if other patients removed the bolts that could not be accounted for during our inspection. There are patients on this unit who are known to ingest foreign objects. We are not aware of any harm to patients at this time related to the unaccounted-for parts. Manufacturer response for delivery bolts, (stryker) (per site reporter): they provided an explanation that the bolts & washers are for shipping purposes only and should have been removed at the time of delivery. Manufacturer response for delivery bolts for psychiatric bed, spirit mental health bed (per site reporter): they provided an explanation that the bolts & washers are for shipping purposes only and should have been removed at the time of delivery.